Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were dispatched in emergency medical services on (B)(6) 2021 due to high blood glucose and diabetic ketoacidosis. Customer blood glucose was over 500 mg/dl. Customer current blood glucose was 145 mg/dl. Customer was treated with insulin drip for high blood glucose. Customer stated symptoms related to high blood glucose that was feeing sick or unwell. Customer stated that there was communication problem between insulin pump and meter. It was unknown whether the customer was using auto mode feature or not at the time of event. The insulin pump will not be returned for the analysis.